Event description:
Related manufacturer report number: 2017865-2023-38466. It was reported during prior to procedure that the atrial and right ventricular leads exhibited oversensing due to noise. Insulation damage was noted on both leads. Medical adhesive was applied over detects on (B)(6) 2023 and the leads remain implanted. The patient was stable and asymptomatic.